Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that an unknown duration following the implant of this transcatheter pulmonary bioprosthetic valve, the patient died due to endocarditis.

Manufacturer narrative:
Medtronic received additional information that changed the event description that was previously reported in medwatch 2025587-2019-03282. The additional information rendered the originally reported event not reportable. If information is provided in the future, a supplemental report will be issued.